Manufacturer narrative:
The problem may could be traced to a component failure. We are unaware about operator injury. We are waiting more information from the distributor.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Manufacturer narrative:
The problem was related to an hydraulic component failure (chiller). The device has been repaired. We are unaware about patient injury.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.